Event description:
It was stated that the customer was hospitalized for low blood glucose levels. It was stated that the infusion set was changed four days prior to the hospitalization. Troubleshooting revealed that the insulin pump was programmed correctly except for the time, which was wrong by one hour. Troubleshooting also revealed that the customer did not calculate correctly for a meal and delivered too much insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.